Event description:
It was reported that suture was used to suture the soft tissue graft on eight occasions. Six of the eight pts presented approx two weeks following their surgery with an acute infection in their knee joint at the site of the acl tunnel. The infection was tested for organisms and came back clear. It was a sterile infection. The surgeon suspects that the suture may have had a reaction with the synovial fluid in the joint which may have caused the infection. Patient was treated with anti-inflamatory drugs and precautionary course of antibiotics.